Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the lifevest. The irritation was described as oozing, red, and raw. The patient's physician recommended the patient keep the lifevest off until the irritation healed. During a follow up call, the patient reported that the irritation was healing. There was no allegation of a device malfunction associated with the reported skin irritation.